Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 344 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they correction with manual injection and with the insulin pump. The customer's blood glucose was 482 mg/dl at the time of call. The customer stated that they were given fluid to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer declined to check for issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.